Manufacturer narrative:
The device was not available to be returned to boston scientific, however, images of the device in the allegation were provided for investigation. Upon receipt at boston scientific's post market laboratory the photographs of the catheters were examined. The photos revealed that the that the tubing set was broken and detached from the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation using an intellanav mifi open-irrigated ablation catheter the irrigation connection luer broke off of the handle. They exchanged the catheter and were able to complete the procedure without patient complication. They reported that no abnormal pulling of the irrigation tubing had occurred beforehand. The catheter was not returned for analysis, however, product information and photographs were provided for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation using an intellanav mifi open-irrigated ablation catheter the irrigation connection luer broke off of the handle. They exchanged the catheter and were able to complete the procedure without patient complication. They reported that no abnormal pulling of the irrigation tubing had occurred beforehand. The catheter is not expected to be returned as it was disposed of by the site.